Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the operation the right atrial (ra) lead exhibited intermittent capture, inconsistent thresholds, rising thresholds, and at times no capture. The ra lead slack was adjusted and the thresholds stabilized. The ra lead remains in service. No patient complications have been reported as a result of this event.